Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 800 mg/dl and diabetic ketoacidosis. Reportedly, customer had filled cartridge with insulin pens. Customer went to the emergency room and was discharged 5 days later. Tandem technical support (tts) educated the customer regarding off-label insulin. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.